Event description:
The customer reported that the insulin pump alarmed no delivery several times. The customer stated that the endocrinologist switched over the shoots because her glucose level went up to 600mg/dl. Troubleshooting was performed, and the device alarmed motor error. The customer called back to report being in the emergency room with ketones and high blood glucose of 320mg/dl. The customer stated that the insulin pump failed and she ended in the hospital. The customer was put on EKG and insulin drip and manual injections because she was dehydrated. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. The device passed the off no power, self test, displacement, rewind, basic occlusion, excessive no delivery and motor tests. No unexpected low battery or off no power alarms noted. A scratched lcd window, cracked reservoir tube lip and cracked belt clip slot noted.